Manufacturer narrative:
A medical device provider contacted roho, inc. On behalf of the enduser and stated the enduser was in the hospital due to pressure sores. Roho, inc. Has not seen medical records so the full extent of the pressure injury is unknown. The cushion was returned to roho, inc. And was found to have a manufacturing defect in one of the cells that created a small hole during use by the end user. Roho, inc. Contacted the provider to obtain contact information for the customer for additional investigation. The customer was contacted twice by phone and voicemails were left each time. A letter was also sent to the customer, but we have received no response. If additional information is provided, a follow-up report will be submitted.

Event description:
The provider called and stated that the end user is in the hospital because of pressure sores he allegedly received from our cushion. She stated that it has a seam leak. He only used the cushion for one week. He was using another kind of cushion prior to ours. I ask if the sores could of been from the other cushion and she stated it was a combination from both.